Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 325 mg/dl after eating cookies and performing a supply change on the ilet without pressing and holding to confirm drops, indicating an improper procedure during site change; the device component implicated was the tube. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an incorrect procedure during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.